Manufacturer narrative:
Final analysis of the catheter found the catheter was incorrectly assembled with a user-related hole. There was also circular coring seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the pump¿s outlet port. Pressure testing showed the sc connector to be leaking, most likely due to the coring. The leak was not seen until about 22 psi was applied in the pressure test. The pin connector was a medtronic pin connector, but not the one associated with the new model sc. The strain relief shroud used on the pin connector was incorrect, as it would typically be used where a proximal catheter segment meets with a distal catheter segment. There was also damage to the catheter on either side of the pin connector, though leaking was only seen only the proximal side at around 15 psi. The holes were not related to a manufacturing issue. There were also indents in the catheter near the distal side of the pin connector that possibly indicated that sutures had been applied directly to the catheter¿s surface. There was no evidence of kinking seen on the catheter. Final analysis of the pin connector found no anomalies.

Event description:
It was reported the patient had intermittent issues of withdrawal symptoms, increased clonus, discomfort and had not been sleeping well , which was noted to have started in (B)(6) 2013, the day after a pump refill. The patient had a catheter dye study at this time which showed 'patent tubing with no extravasation of contrast.' The patient had an indium study done in (B)(6) 2012 and the results were reported as 'radiographically intact pump system with kinking noted.' It was noted the health care provider thought that the issues were 'possibly' due to an intermittent catheter kink in the distal/spinal segment of the catheter. The patient was given and responded to oral baclofen, and the catheter was replaced in mid-april. The patient recovered without sequela. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.